Event description:
The customer reported the system is not producing an image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reset the cmos. System operates as intended. This MDR is related to ge healthcare complaint (B) (4)